Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to warehouse/logistics fault -process issue.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us ventilator has no high-frequency oscillatory ventilation (hfot) mode. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.